Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer had not addressed the elevated bg at the time of report. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Event description:
Caller reported malfunction on pump with a malfunction alarm code indicating a software error. Blood glucose level was reported as high, exceeding 500 mg/dl, but specific value was unknown and unable to be verified. Customer is assuming bg is "high". Customer charged a back-up pump and planned to contact healthcare provider for assistance with settings and back-up plan due to upcoming travel. No injuries were caused by event. Customer did not have information on ketone levels. Technical support assisted caller with resetting the pump, which resolved issue, and advised to call back if issue recurs. Customer understood instructions and may continue using pump.